Event description:
It was reported that during an urgent primary cesarean section, a burn to the upper right abdomen was observed at the end of the procedure that appeared to be an electrocautery injury involving a bovie. A bovie pad was applied and the physician requested electrocautery settings at 30/30. After the drapes were removed, a potential electrocautery wound was seen in the right upper quadrant, described as a 3 cm burn with depth unable to be assessed, and a hole was noted in the surgical drape over the right upper quadrant. The bovie cord, surrounding casing, and carriage showed no defects. A plastic surgery consultation was obtained, and the abdominal wound was repaired in the operating room prior to transfer to postpartum. A wound consultation was ordered on postpartum for assistance with assessment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.